Manufacturer narrative:
B5: updated h6: previously submitted codes ime e2401 and imf f24 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the time since the start of the surgery exceeded 1 minute, but continuous use was less than 1 minute. There was no patient impact.

Manufacturer narrative:
H3: analysis found device does not operate at all, so the heating test could not be performed. The lock lever does not move. Collet damage. The nut collet was ok. The pin cannot be removed from the housing. Rust is severe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively the m5 does not work, was overheating and making abnormal sound. There was no known patient im pact.